Event description:
[According to the reporter: ref: (B)(4). I was notified this week of a possible suture related issue at (B)(4) general (acct (B)(4)). The account mentioned that they had 4 readmissions of episiotomy repairs within the last couple weeks. The surgeon involved thought that the suture may be the cause. The account isn't able at this time to determine the suture that was used. Additional information requested via email.

Manufacturer narrative:
(B)(4).